Event description:
It was reported that during an unk procedure, the handpiece displayed error 4. Another handpiece was used to complete the case with no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.